Event description:
It was reported that during a da vinci-assisted prostatectomy radical salvage surgical procedure, the clinical sales representative (csr) called in to report the customer has been having issues with instrument drive 1. The customer reported that they are unable to get the drape to engage properly and thus unable to install instrument reliably into the universal surgical manipulator (usm). Tse reviewed the logs but found no related issues at the time of the call. Csr stated the customer got a fault that turned the usm yellow but did not read the fault or document the fault number. Tse noted usm1 was missing some instrument sensors, and the staff reported the drape would not stay on the usm even after trying to reinstall it. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed with clinical territory associate (cta) and customer as the issue has happened multiple times with different drapes and instruments. The complaint was confirmed based on field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse noted the single port (sp) presence pins and drives on the patient side manipulator (psm) were good. Each arm was tested with a sterile adaptor and instrument. No issues were found and the fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse tested the system and was unable to reproduce the reported problem. The fse's service visit did not reveal any issues related to the customer reported event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this specific issue is ongoing and requires system maintenance to resolve it.